Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reports patient was reprogrammed on (B)(6) 2025. Patient is awaiting to be scheduled with their healthcare provider (hcp).

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported initially the issue was thought of as nerve irritation due to passage of the lead. However, patient (pt) did not respond as normal and it was decided that pt was actually drug seeking. Actions and interventions taken to resolve the burning sensation issue were a CT scan to make sure that there was nothing else going on. Pt had also reported that they had a bowel infarction or some sort of injury with a previous lumbar surgery so a CT scan was ordered to evaluate the abdominal area even though none of that had been touched during surgery. A general surgeon was brought in to evaluate pt and stated it was normal. The issue was resolved on hcp end as the pt was referred back to pain management.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 12-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell in their driveway on (B)(6) 2025. They met with the manufacturer representative (rep) on (B)(6) 2025 for reprogramming because the pt was getting random shocking sensations. Impedances were checked and were within normal limits. After the reprogramming session, the pt reported satisfaction with no more shocking. On (B)(6) 2025, the pt contacted patient services reporting they did feel fine after the reprogramming appointment with the rep, but about a day or so after that appointment they noticed that when they turned the intensity up to where they start getting relief to their back, legs and feet, they start feeling a burning feeling in the upper part of their body where the lead is. They described it to be almost like someone putting something real hot on them. If they increased the intensity more, it would burn more. They also reported getting headaches from it. If they turned the stimulation down to where they were not getting the burning feeling or the headaches, then they would not get any relief and they felt like they did prior to getting the implant. The pt stated they tried both group a and group b, but the same issues occur with both groups. The pt stated they informed the rep of these issues and the rep would try to get ahold of the doctor. Patient services redirected the pt to their doctor.